Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 38, indicating consecutive stalled motor events, and the user experienced persistent restart prompts despite approximately ten restarts; the device was shut down, and a replacement was arranged, with guidance to revert to backup therapy and continue cgm use. Symptoms included sustained hyperglycemia with blood glucose reportedly over 400 for about six hours, without ketone testing, medical intervention, or backup therapy use. Outcomes included temporary interruption of insulin delivery and the need for device replacement, with instructions to return the original device and to perform standard startup on the replacement. Investigation included review of user reports, device alert history, shipping and return coordination, and standard complaint assessment. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.